Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: the jet tube had foreign material. The following non-reportable malfunctions were found during the device evaluation: the up down knob is out of standards due to angle wire wear, the plastic distal end cover has a dent, adhesive around the objective lens, light guide lens both have wear, the adhesive on the distal end rubber has a crack. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had the control knob fail. The issue was found during the procedure. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.